Event description:
It was reported that an ilet bionic pancreas appeared not to power on until the user pressed and held the sleep/wake button, after which the screen activated and the device functioned as expected; education on proper activation was provided and the user confirmed normal operation post-troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alarms, and no hospitalization. Investigation included remote troubleshooting and user guidance on the sleep/wake procedure. Investigation of this case revealed normal device performance following correct button engagement, consistent with user interface or use-related interaction rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved with education.